Manufacturer narrative:
The manufacturer previously submitted a report alleging that the patient is in hospital and believes that there is mold on the filter of everflo device. There was no patient harm or injury reported. The device has not been returned to the manufacturer. On the previously submitted report, the problem code grid was incorrectly code. It is updated on this report. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer received information alleging that the patient is in hospital and believes that there is mold on the filter of everflo device. There was no patient harm or injury reported. The device has not yet returned to the manufacturer. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.